Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d204trm, implanted: (B)(6) 2013; product ID: 419688, implanted: (B)(6) 2013; product ID: 5076-45, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that there was a lead integrity alert (lia) and the transmission reported episodes of ventricular rate at 152 beats per minute. The device was programmed with ventricular tachycardia detection at 162 beats per minute. There were also non-sustained ventricular episodes noted. The clinic attempted to call the patient and when there was no answer, a family member was called to check on the patient. The patient was found to be deceased. The cause of death per the death certificate was reported as sudden cardiac death, ventricular arthymia and dilated non-ischemic cardiomyopathy.